Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with this lab. On (B)(6) 2010, pt went to the hospital for tia (transient ischemic attack). Pt's target range: 2.5-3.5 inr.